Event description:
It was reported that 2 pen needle 31gx5mm 5b 28ct needles were unable to deliver insulin/medication. The following information was provided by the initial reporter : the customer reported needles which contain insulin liquid that cannot be injected.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples no needle clog fail found. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen needle 31gx5mm 5b 28ct needles were unable to deliver insulin/medication. The following information was provided by the initial reporter : the customer reported needles which contain insulin liquid that cannot be injected.